Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: started activating when on the stand. Were not on the footpetal or on the handle . The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be user accidentally submerges device in saline, button stuck on firing position, inadequate gluing/welding of core to handle. The reported failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the device started activating on its own.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported the device started activating on its own.